Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 580 mg/dl. The customer was treated for high blood glucose with manual injections. The customer stated that there was a urgent care visit for the high blood glucose. Customer's blood glucose at urgent care visit was 580 mg/dl. The customer cause of urgent care visit as per health care provider was high blood glucose and diabetic ketoacidosis. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 316 mg/dl. After the troubleshooting was done customer was advised that the pump is working as designed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.